Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, 7 days post implant of the vad, the pt was experiencing power fluctuations and the system was indicating "flow+++" (flow outside the expected operational range). Speed drops were noted on the system monitor display. An echo was performed by the hospital to confirm that the pump was unloading the left ventricle between speeds of 8800-9600 rpm. The echo revealed that at the pump speed of 8800 rpm, the pt was symptomatic. At the pump speed of 9200 rpm, the pt reportedly felt better but was short of breath when moved. A review of the log file submitted to the MFR of analysis revealed normal pump operating parameters. A few elevations in power were noted at the same time that pl and 2 "power cable disconnected" events were recorded and the recorded speed drops in the log file were not below the low speed limit.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.